Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that this patient was lost to follow up. During an interrogation while the patient was hospitalized, it was noted the device had reached end of life (eol) approximately five years earlier due to an extended charge time that was outside of the extended charge time limit for this device. It was also noted that therapy had been programmed off on the device as an unknown time. Boston scientific technical services (ts) was consulted and recommended replacement. Subsequently the device was explanted. No adverse patient effects were reported. This device is included in the mid-life display of replacement indicators advisory population.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. This device is included in the mid-life display of replacement indicators advisory population.